Event description:
It was reported to boston scientific corporation a male pt underwent a ureteral dilatation procedure in 2008. According to the complainant, the balloon was placed near a 6mm mid-ureteral stone. During inflation of the balloon, the stone was moved by the balloon. The balloon was pulled back to re-position it, then the physician instructed the scrub technician to inflate balloon. The balloon was inflated up to 8 atms with no issue; at 14 atms they noticed contrast and extravasation in the ureter. The procedure was stopped. The balloon was pulled down to the ureteral orifice to re-inflate, at that point it was noticed a pin hole in the 4 o'clock position. The pt suffered a ureteral perforation. The physician placed a stent and pt was given antibiotics (unknown). The pt is scheduled to have the stent removed. The physician felt that the perforation would heal on its own.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.